Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a roux-en-y gastric bypass procedure, during the second firing on the stomach pouch the device was fired and the blade transected the stomach tissue, however, no staples came out of the reload and therefore no staple line was formed. The surgeon reloaded the device with another reload and it worked fine and tested it on mesentery and it worked fine. He continued to use the device for the duration of the procedure. They were not able to determine if any staples at all came out of the reload, however all of the drivers were up on the reload from the proximal end to the distal end. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b cartridge reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no device was returned for analysis.